Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and did not find any fault with the function and operation of the device. The reported uncommanded table movement could not be duplicated. Per the recommended action listed in the troubleshooting section of the 3085 sp surgical table maintenance manual, the technician replaced the table's override control box and hand control. The technician tested the table for correct function and returned the table to service. The unit was installed in (B)(6) 2012 and is currently under a steris service contract. The last pm was completed on (B)(6) 2013 at which time the table was confirmed to be operating to specification. No further issues have been reported.

Event description:
The user facility reported that during a patient procedure, the table moved a small distance into trendelenburg orientation without operator input. The facility placed the table back into the desired orientation and completed the procedure without any further issues. No injuries or procedural delays/cancellations were reported.